Event description:
It was reported that all components were explanted due to inadequate stimulation. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two years ago from the date the manufacturer was made aware. D6b: explant date: two years ago from the aware date. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7051686, UDI: (B)(4).